Manufacturer narrative:
Occupation: non-healthcare professional . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a sudden onset of intense stimulation in their right leg following surgery (deemed unrelated to the implanted device) on (B)(6) 2018. The patient went to the emergency room but they were unable to help. It was noted that the patient did not have a managing healthcare professional (hcp) for the device and was sent physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.